Manufacturer narrative:
The alleged event is not confirmed. The complaint sample was not returned to the plant for investigation. A search in the database for all potential lots. No information could be found the database. No DHR review was performed since the lot number is unknown and no information was found on the sap system from this customer related to the cassette device.

Event description:
Hospital nurse in a hospital dialysis setting reported a fluid leak during patient's peritoneal dialysis treatment. It is unknown if the cycler alarmed or where the leak was occurring. The nurse was advised by technical support to reset up with new supplies and proceed with patient treatment. Additional information was solicited.